Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced pain at the implantable neurostimulator (ins) site when the device was turned on. The patient was experiencing a burning sensation and a "stabbing" pain at the ins location over the "past two months". The patient was unable to use the device. It was stated that the action taken was "invasive intervention". The patient had surgery on (B)(6) 2012. The impedances were "high" on the device. The lead was checked alone and the impedances were "normal". The battery was replaced. It was noted that there was no patient injury or death.